Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for a pump reset. After following these instructions, the caller was able to successfully start their sensor session, and the error did not reappear.